Event description:
After 32 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated.

Manufacturer narrative:
Provided follow up data showed that the device was interrogated in 2006, i.e. 29 months after implantation. The battery impedance was lower than 1kq, i.e. At beginning of life. It could not be interrogated three months later. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were present. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process. No similar manufacturing process is used in currently manufactured symphony/rhapsody pacemaker devices. In addition, this device was listed in the safety notice issued in 10/05 related to metal migration on the potentially exposed symphony/rhapsody units.